Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation a review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. The visual inspection found that the wire guide appeared to have separated at the tapered mandril. All relevant measurements on undamaged sections were found to be within specifications. Additionally, a document based investigation evaluation was performed. Sufficient controls are in place to detect this failure mode prior to release. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. A review of product labeling confirmed a depiction not to pull the distal spring coil portion of the wire guide through the needle tip. Based on the information provided, the examination of the returned product, and the results of the investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Product code: dqx. Lot #- unknown. Occupation: lead tech. PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cope mandril wire guide was used during a PICC line insertion. The physician was ¿attempting to access vessel with 20 g angiocath, upon trying to remove wire it became stuck and sheared¿. As reported no section of device remained in the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence additional information regarding the event and patient outcome has been requested but is currently unavailable.